Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported event. The evaluation found the internal light guide fiber bundles were completely detached near the light source connector side. There is a kink at the breakage area and which was noticeably discolored. When the light cable was connected to a light source, it revealed the light would transmit and stop at the location of the light guide fiber separation, resulting in the insulation to overheat due to prolonged exposure from the intense illumination.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined, however, the most probable cause of the reported event can be attributed to operational error. The instruction manual provides caution statements which states; light sources emit large amounts of energy. As a result the connectors of the endoscopic equipment and the distal end of the endoscope become hot. There is a risk of thermal injury to the patient¿s tissue (e.g., from prolonged exposure to the intense illumination in cavities with small lumens, or if the distal end of the endoscope is placed into close proximity to the tissue), burns to the patient¿s or user¿s skin, burns or thermal damage to surgical equipment (e.g., surgical drapes, plastic materials). Do not place the endoscopic equipment on the patient¿s skin, on flammable materials, or on heat-sensitive materials. Set the output power of the light source to the minimum level that is necessary for a sufficient illumination of the target area. Avoid prolonged exposure to intense illumination. Switch off the light source or set the light source to standby mode whenever the light source is not in use. If additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly. The original equipment manufacturer (OEM) performed a DHR review with the reported lot number and revealed no deviations regarding the function and safety of the device.

Event description:
Olympus was informed that the light guide cable smoked when connected to the light source and then caught fire during an unspecified procedure. There was no patient or user injury reported. The user facility indicated that the light guide cable will be returned to olympus for evaluation, but no further information provided.